Event description:
While performing preventive maintenance on the bed, the technician found the bed exit system was not alarming.

Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.